Event description:
The facility representative reported an infuso.r. Pump with a condition of "pusher block assembly broken." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The condition of an infuso.r. With a "pusher block assembly broken" was confirmed but not reproduced during product evaluation. The assignable cause was unknown and no repairs were made as this device is baxter owned and has been removed from service. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up MDR will be submitted.